Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ luer slip syringe experienced leakage. The following information was provided by the initial reporter, translated from portuguese to english "I am hereby informing you that a notification was opened with anvisa due to the suspicion of quality deviation, the employee prepares the tenoxicam medication, put the medication in the 20 ml syringe, she started to pour the medication through the plunger.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the bd plastipak¿ luer slip syringe experienced leakage. The following information was provided by the initial reporter, translated from portuguese to english. "I am hereby informing you that a notification was opened with anvisa due to the suspicion of quality deviation, the employee prepares the tenoxicam medication, put the medication in the 20 ml syringe, she started to pour the medication through the plunger.